Manufacturer narrative:
The catalytic converter was tightened/adjusted during a phone support call with the customer's site biomed to resolve the haze/mist issue. An asp field service engineer followed up with the customer on site and confirmed the issue was resolved and the unit meets specifications and was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the haze/mist issue, and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the haze/mist issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced as a result of this issue. The assignable cause of the haze/mist issue is the catalytic converter. The part was tightened/adjusted and the fse followed up and confirmed the sterrad® 100nx was restored to proper function. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. (B)(6). (B)(4). Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of an "intermittent fog" or a haze/mist emitting from the sterrad® 100nx sterilizer. Two healthcare workers (hcw's) experienced itchiness in the nose, throat discomfort, "burning when inhale," and a "soft headache." The symptoms lasted only during exposure and the hcw's did not receive medical attention or treatment, and both were noted to be "normal" or fine. Based on the information received in the complaint, the hcws' respiratory and neurological symptoms suggest the event was not serious. However, this event is being reported as a malfunction subsequent to a serious injury for the report of haze/mist.